Event description:
It was reported that patient presented in the clinic for follow-up. Session records were sent in for review and it was found that device was in an sw reset. After a prompt from the programming to perform firmware upgrade, all device settings were restored. There were no symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.